Event description:
It was reported that the patient presented to their physician with ¿failure of the spinal cord stimulator.¿ specifically, it was stated that ¿it sound as though her lead moved following a motor vehicle accident approximately 2 years after her original implant. X-rays taken showed the lead was in the right posteriolateral recess which might have accounted for the patient¿s complaint of right sided abdominal pain. Information received on (B)(6) 2012 reported that the patient presented with resurgence in their chronic pain syndrome, exacerbation of right leg radiculopathy, and wrap around rib pain together with a ¿failure of the scs¿. On (B)(6) 2012, it was noted that the patient presented with intractable back pain and bilateral lower extremity pain with the spinal cord stimulator failure. The patient underwent surgery for thoracic epidural stimulator lead replacement. There were no reported patient complications. Follow up information received from the healthcare professional (hcp) on (B)(6) 2014, reported that the patient had their first consult in their office on (B)(6) 2012 and had not been seen by them for the past year. It was also noted that the patient was also seen by another hcp clinic in 2012. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2008, product type extension. (B)(4).